Event description:
Received notice of complaint concerning above product from facility's technical dir. Reports that a leak occurred from just below the arterial drip chamber (pre-pump). Reports that air was pulled into the system the estimated blood loss was approx 80cc from loss of the blood in the arterial line. Technical dir to call back with further info regarding event. The sample is available for evaluation. A response letter and mailer have been sent to the facility. A medatch form has been filed based on co's requirements for reporting blood loss. 10/12 - spoke with technical dir who reports that the leak occurred in the beginning of the treatment. The line was changed and the treatment was completed without further incident. The pt remained stable and no medical intervention was required. Lot number is one of two reported.